Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as the cylinders were not inflating; therefore, a revision surgery was performed to remove and replace both cylinders. There were no patient complications reported.